Event description:
The twist drill broke off in the lingual cortex of the patient's mandible during initial surgery and was unable to be retrieved. A second surgery is scheduled to remove the broken portion of the twist drill.

Manufacturer narrative:
There was no device returned for evaluation and no additional information provided related to this event. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up will be sent.